Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and reservoir had small bubbles. The customer¿s blood glucose level was 148 mg/dl, 268 mg/dl and 303 mg/dl. The customer reported that the insulin pump received no delivery alarm. The customer had nausea because of high blood glucose level. The customer reported that the insulin pump was under delivering as the blood glucose level was going higher. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.